Event description:
Overdelivery of heparin due to operator error in programming reported. The pump was programmed to deliver cyclosporin (rate unspecified) on channel a, nothing on channel b, heparin 25,000u/250ml (100u/ml) at 2.7ml/hr on channel c, and 0.9 normal saline with 20meq kcl (rate unspecified) on channel d. It was reported that after the heparin bag was changed, the 250.0ml bag infused in one hour. The physician was notified and the heparin was held for an unspecified time. The customer contact did not know whether there were any labs ordered. There was no pt harm or event related to the reported overdelivery event. Though requested, there was no additional info available.